Event description:
Consumer complaint of about high blood results. Customer normally ranges around 140 mg/dl two hours after meals. Based on parkes error grid analysis, the bias between the highest result in memory (348) and the lowest normal result (140) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4).